Event description:
It was reported that the ilet bionic pancreas presented with a completely black, unresponsive touchscreen while the device continued to emit beeps, and standard troubleshooting did not resolve the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed a software problem associated with an unresponsive key/button function localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.